Event description:
It was reported that the user received an occlusion alert on the ilet shortly after a meal announcement while using a steel 6 mm contact/detach infusion set, and blood glucose was 188 mg/dl and steady; troubleshooting included disconnecting from the site, inspecting the tubing, and performing fill tubing only until drops were observed, after which therapy was resumed. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the event involved lack of effect with insufficient information on a specific device component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established.